Event description:
After multiple fires, the instrument would not cut. Then generator, handpiece, patient, and cords were all inspected. No immediate harm was done to the patient. A new handpiece was opened and was functional.